Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in an unspecified vein was attempted with a proglide device using the pre-close technique prior to an unspecified procedure. Reportedly, a line break occurred when the plunger was removed. The suture of a new proglide device was successfully pre-placed. After the procedure, hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The separation could not be confirmed as the remaining suture was not returned. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The root cause of the suture break cannot be determined. It is possible, there was an interaction with the device that caused the separation, though the separation location is consistent with use of the quick cut device after successful deployment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.